Event description:
Related manufacturer reference number: 2017865-2025-75495. It was reported that patient presented to the hospital for an unrelated procedure. Patient was noted to be experiencing premature ventricular contractions (pvc). Doctor questioned if the patient's right atrial (ra) leadless pacemaker (lp) was capturing but device was actually not pacing. An interrogation showed that the ra lp and right ventricular lp were experiencing occasional i2i communication disruptions following the patient's pvc. The patient would have a pvc followed by an ra sensed signal, rv paced signal, and then a rv pace with a null marker and no atrial event preceding it. There were no ra markers sensed or paced preceding the v pace. I2i settings were adjusted to mitigate the issue. Patient was stable.

Manufacturer narrative:
The reported complaint of a missing atrial marker was confirmed. The root cause for the missing marker could not be determined with the information provided.